Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of tingling face feeling, fainting feeling, mental confusion or delirium and a loss of consciousness. The customer was unable to self-treat but commented that the use the device in connection with their insulin pump and that "whenever it was removed from the pump their glucose was lower and they are also using corticoids." The customer had contact with a healthcare professional (hcp) where treatment is unspecified for the diagnosis of hypoglycemia. The customer also states they were "admitted because the sensor did not report hypoglycemia" but length of hospitalization is unknown. There was no report of death or permanent impairment associated with this event. A sensor result of 96.00 mmol/l was compared to a competitor brand meter reading of 52.00 mmol/l and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. It is unknown when these readings were obtained in relation to the reported adverse event.